Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager was failed and required storage space recovery. A field service engineer (fse) confirmed that the remote manager was not in failure, and customer was unable to recreate the issue. The remote manager remained responsive in hardware test application mode, and a final test was performed. The fse completed a visual inspection and applied conductive grease to the remote manager latches. The customer was able to inventory the remote manager without any issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, refrigerator (remote manager) in station ob frequently failed and required storage space recovery. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.